Manufacturer narrative:
H.6. Investigation: ten photos were received by our quality team for evaluation. From the photos, the team is unable to determine a leakage failure. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. However, there is no sample returned for further analysis, the root cause is unable to be determined. H3 other text : see h.10.

Event description:
It was reported that 5 bd 10ml syringes experienced leakage. The following information was provided by the initial reporter: following flush, nurse aspirated blood return and noted that blood was leaking out around the black stopper of syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd 10ml syringes experienced leakage. The following information was provided by the initial reporter: following flush, nurse aspirated blood return and noted that blood was leaking out around the black stopper of syringe.